Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. The bifurcated device was deployed without issue and successful gate cannulation and the 16/16/156 contralateral limb placement. It was reported that there was a possible proximal infold with type ia endoleak. It was also reported that there was severe difficulty advancing the 16/20/156 limb on the ipsilateral side. The nose cone would not advance past the flow divider. The physician attempted manual manipulation of the abdomen, however was unsuccessful. A reliant balloon was placed on the contralateral side and main body and gate were ballooned. The physician attempted to re-advance the ipsilateral limb, however, it continued to be stuck at the nose cone within the main body. The physician partially deflated the balloon in the main and was able to re-advance it successfully. The limb was deployed and removed without issue. The physician re-ballooned the proximal fabric, overlaps and limbs. Final angio revealed a type ia endoleak. It appeared to be posterior. A second angio was performed in a lateral orientation but it did not provide additional information. Re-ballooning was performed and final angio was taken. The endoleak appeared significantly reduced, very late endoleak at the end. A palmaz was discussed, however, facility did not have large pta balloons to mount the palmaz. The physician was not comfortable mounting another manufacturer's stent on the reliant balloon. Per the physician the cause of this event is unknown. The patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported difficulties advancing the ipsilateral limb extension past the flow divider, and the proximal type I endoleak, could not be determined from the limited films provided. CT¿s prior to implant and post-implant were not available for review. Several still angio images and two short video¿s during implant were returned. The neck was noted as conical-shaped and ¿shaggy¿ in appearance; the neck may have contained irregular-shaped thrombus. Using the calibrated catheter seen in the pre-implant images, the flow lumen diameter ranged from 18 ¿ 28 mm along the 2cm proximal neck length. After implant, the 36mm bifurcate proximal od measured ~23mm, and 2cm lower was 33mm in diameter. The suprarenal stents appeared constrained within vessel wall; the diameter across the suprarenal stents measured ~17mm. Images during the reported difficulties advancing the ipsilateral limb extension, where the nose cone would not advance past the flow divider, were not seen in the returned films. Angio injection showed that both limbs were patent, with contrast seen outside the stent graft primarily near the level of the flow divider. Ballooning was seen performed within the entire aortic body. Final contrast injection image showed a slight amount of contrast on both sides of the bifurcate near the level of the flow divider. Angio w/o contrast showed possible irregularities of the bifurcate stents along the mid-length of the aortic body, indicating potential stent infolding. It appears likely that stent graft infolding led to the events. The exact cause of the infolding is unknown. It is possible that excessive stent graft oversizing, implanting a 36mm bifurcate into a severely conical-shaped neck likely containing thrombus, may have contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.